Event description:
Pt reported back to back tests performed on their surestep meter were 164 mg/dl and 34 mg/dl (131% diff.) Control solution test result was in range. No symptoms were reported. There was no allegation of harm.